Event description:
The pt's wife reported that the pt obtained higher blood glucose readings with strips. Two weeks ago, the pt was using test strips (lot unk). At this time, he was obtaining blood glucose readings in the 300 mg/dl range. Some time last week, the pt opened the bottle of co's strips and throughout the week obtained blood glucose readings in the 485-500 mg/dl range. This is the fist bottle of test strips the pt has ever used. Because the pt felt the readings obtained with strips were inaccurate, his wife spoke with a co's representative on 8/7/96. The contact was unwilling to perform a blood glucose test with the representative. The pt was not available to perform a side by side comparison with co's strips and different test strips. The contact did not have normal control solution available to check either brand of test strips for accuracy. The contact was unwilling to perform a check strip test on the pt's meter. The desiccant is in the bottle of strips. The pt's meter was set to the appropriate code when all tests were performed. The contact cannot provide the lot number of the test strips or return them for evaluation because they were discarded. The contact denied the representative's offer of replacement test strips.